Event description:
It was reported that prior to the patient's battery replacement surgery, the generator was interrogated and diagnostics were ran and resulted in high impedance. The generator was explanted and a new model105 generator was implanted and connected to the old lead and system diagnostics showed >10,000 ohms. The surgeon decided to close up the patient and replace the lead at a different time. No additional relevant information has been received to date. Explant surgery of the lead has not occurred to date.

Event description:
The patient's lead was explanted. The old lead was in pieces and was discarded. Therefore the lead is not available for analysis. No additional relevant information has been received to date.